Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not power on. The internal battery and installed charge pak (internal battery charger) were depleted due to off current electrical leakage. The cause of the reported/observed failure was determined to be due to tin whisker growth on the on/off switch flex assembly connector plug, designator p506. The tin whisker growth partially shorted pins seven and eight. A replacement device was provided to the customer.

Event description:
It was reported that the device displayed all three (attention, charge pak and wrench) icons. The reported issue could be an indicative of the device failure to power on. There was no patient use associated with the event.